Manufacturer narrative:
Result - the review of the mfg paperwork verified that this lot met all pre-release specs. Conclusion - per the gore excluder aaa endoprosthesis instructions for use the gore excluder aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in pts diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy as described: proximal aortic neck angulation smaller than or equal to 60 degrees. Please note add'l devices implanted and related to this event: pxa260300/7024202.

Event description:
On (B)(6) 2009, the pt was implanted with five gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that the pt's aortic neck angle was greater than 80 degrees. On (B)(6) 2012, a computed tomography revealed that the trunk-ipsilateral leg component had moved distally approx 3cms into the aneurysm sac and the aortic extender component had moved distally into the main body of the trunk-ipsilateral leg component. A proximal type I endoleak was revealed. No aneurysm growth was noted. On (B)(6) 2012, five aortic extender components were implanted to treat the distal movement and endoleak. The endoleak was resolved and the pt tolerated the procedure.